Event description:
Clinical orthopaedics and related research, number 382, p. 143-153 weale, a.e., et al. Information was received based on review of a journal article titled, "perceptions of outcomes after unicompartmental and total knee replacements" which aimed to compare patients' perceptions of the quality of outcome in a series of patients undergoing either unicompartmental or total knee replacement, with appropriate indications, under the care of one surgeon using a validated knee replacement outcome measure. The study was conducted over a period of three (3) years (march 1994 and march 1997) and involved twenty-eight (28) patients who received thirty-one (31) knees. The journal article reports the following complications: one (1) fatal pulmonary embolism 3 days following initial surgery, one (1) minor postoperative pulmonary embolism. The authors of the study conclude that the functional outcome showed that the results from oxford medial unicompartmental replacement are no better than those from agc total knee replacement. The authors still recommend oxford unicompartmental replacement in younger patients in whom one could expect a total knee replacement to fail within their lifetime.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by weale ae et al. In clin orthop relat res. 2001 jan;(382):143-53. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.